Event description:
It was reported that the device alarmed due to high and a sudden increase in impedance on the right ventricular (rv) lead. It was also noted that the rv lead was possibly fractured. No changes have been made at this time and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).